Manufacturer narrative:
H3: the system was serviced in the field, and the medtronic representative (rep) adjusted the side door switch to allow better contact when the doors were closed. They performed invalidate home and performed multiple door open / close functions without any issues. The system performed as intended. Codes b01, c13, d07 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, the site had the gantry door closed almost all the way and tilted it to avoid colliding with an arm-board attached to the bed. After completing this motion, the gantry door was unable to close all the way and the gantry was unable to move left or right but could move up. The site was unable to open the gantry door using the pendant controls. After performing a reboot, the gantry was able to move down but the gantry door was still unable to be opened. They performed a manual door open procedure to remove the system from around the patient, and were able to remove the system from the room and tilt the gantry back to a "neutral" upright position. Rep attempted to invalidate home but the pendant button was not responsive. Procedure plan was changed from t8-t12 navigated to t8-t12 straight open. Use of navigation and mdt imaging aborted. There was a 1-2 hour delay. The representative checked the system the next day. When he went to check on the system it was still on overnight and on the pendant, it was still stuck on the task so he just continued the task.